Manufacturer narrative:
The datasettes were returned to getinge's national repair center for evaluation. Upon inspection by a senior technician, no visual damage was observed. However, the datasettes were found to be revision software q.00 and they should be q.01. Getinge has sent the datasettes to the supplier to be reprogrammed to revision software q.01.

Event description:
It was reported that after performing a field corrective action (replacing datasettes) the screen of the cs100 intra-aortic balloon pump (iabp) stayed black. This is an out-of box failure of the datasettes. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Full name of initial reporter: (B)(6). This is considered an out of box failure of the datasettes. Additional information has been requested, and we will report accordingly if it becomes available. A production device history record (DHR) review is not required as this complaint is for an out-of-box part failure.

Event description:
It was reported that after performing a field corrective action (replacing datasettes) the screen of the cs100 intra-aortic balloon pump (iabp) stayed black. There was no patient involvement and no adverse event was reported.